Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.